Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 400 mg/dl. A communication error was emitted during the activation of the pod. At the hospital, the patient received an infusion and was given manual insulin injections as backup.